Event description:
A male had a tulip filter placed in 2007. There were two unsuccessful attempts to retrieve the filter. Patient was told after the last retrieval attempt, that the device was anchored deep in the wall and unable to be retrieved. Periodically, since the last retrieval attempt, the patient has had lower right abdominal/groin pain but has now had daily pain in that area for approximately three months. Patient underwent spinal surgery in 2008, (access via left side) and when he twists, he can feel tugging on the right groin area. Patient has an appointment three months later, and will have the pain checked out then. Patient history is four spinal surgeries, one revision, and two leg surgeries over the past five years. Information provided after the 2008, visit indicate the physicians would be managing the pain through medication. The patient had indicated that prior to the visit, he had been pain-free for one week.

Manufacturer narrative:
Evaluation: still under investigation.